Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 1627487-2020-32822, 1627487-2020-32823. It was reported the patient had high impedances. In turn, the extensions and ipg were explanted and replaced. X-rays indicated the extensions had fractured. Therapy restored postoperatively.